Manufacturer narrative:
Communication failure and premature battery depletion were confirmed by analysis. The reset could not be verified in the lab. However, it is believed that an excessively low battery voltage due to premature battery depletion could possibly cause unexpected reset. Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the clinic and it was unable to establish telemetry with wand to device. Possible device reset was suspected. All telemetry tests have failed, and device was determined to be end of life. On (B)(6) 2020, the device was explanted and replaced without complications. There were no patient consequences, patient wad discarded the same day.